Event description:
It was reported "PICC line had kinked 5 times insitu. Both internally and externally." The line was removed and replaced. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen pressure injectable (pi) PICC catheter body analysis. Signs of use were observed inside the catheter body. It was noted that the catheter body was severed adjacent to the 43/7 cm marking. The severed end was not returned. Visual analysis revealed five major kinks across the catheter body. Microscopic e xamination confirmed the kinking. No other defects or anomalies were observed. The kinks on the catheter body measured 1mm, 12mm, 133mm, 151mm, and 390mm from the juncture hub. The catheter body length from the juncture hub to the point of separation measured 17 1/8", which indicates that between 2 3/8"-2 7/8" of the catheter body was separated and not returned for analysis (per catheter product drawing). The catheter body outer diameter measured 0.068", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. No obvious blockages or resistance were encountered. The catheter seemed to flush as intended. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A lab inventory guide wire (outer diameter measured 0.0175") was passed through both of the catheter lumens. Minor resistance was encountered at the location of the kinking; however, the guide wire passed through both lumens. Performed per IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy ". Medical and clinical affairs were contacted as part of this complaint. They confirmed that this issue is likely a post insertion issue. The observed kinking likely occurred due to the tortuous pathway of the catheter into the vasculature. This can happen spontaneously. The kink may not immediately be a problem until there is build up in the catheter resulting in a delayed recognition. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is met while advancing catheter, retract and/or gently flush while advancing catheter". The IFU also states, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. The returned catheter body contained five major kinks across the extrusion. Despite this, the catheter passed all relevant dimensional and functional requirements, and a device history record review performed based on a potential lot# did not reveal any relevant findings. Based on the returned sample, the report, and the comments from medical affairs, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "PICC line had kinked 5 times insitu. Both internally and externally." The line was removed and replaced. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC line had kinked 5 times insitu. Both internally and externally." The line was removed and replaced. The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.